Manufacturer narrative:
Device manufacturing records were reviewed. Analysis of programming history. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that this vns patient was scheduled for explant without replacement for an unknown reason. The patient's vns system was explanted on (B)(6) 2012. Attempts for product return were unsuccessful. Follow-up with the surgeon showed that most of the lead was explanted and just the electrodes remain on the nerve. The patient reported feeling no stimulation since 2007. Review of programming history showed that high impedance was seen on (B)(6) 2007. This was also present at a (B)(6) 2007 interrogation. The device was not programmed off after high impedance was seen. The device was not disabled when the high impedance was noted. A blc was performed and resulted in 0 years remaining. Attempts for additional information have been unsuccessful..